Manufacturer narrative:
Concomitant medical products: adapter; bag access adapter: 500ml b. Braun bag ndc (B)(4), lot j6e326, exp 11/18, etoposide, vincristine, doxorubicin, sodium chloride 0.9%; therapy date: (B)(6) 2016. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The line was primed with 20 ml for a basic infusion of 400 ml total, volume of bag is 545.78 ml.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
Concomitant medical products: b.braun l8001, lot j6e326, therapy date (B)(6) 2016. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a chemotherapy infusion (etoposide 100 mg, vincristine 0.784 mg, doxorubicin 20 mg in 0.9% nacl for total volume of 530 ml), was programmed to infuse 22.7 ml/h. The line was primed with 20 ml for a basic infusion of 400 ml total. At 0530 the nurse checked the infusion and observed fluid in ¿chamber¿ which is presumed to refer to the bag. At 0630 no fluid observed in the chamber, pump was turned off, sequestered, and a new device used to complete the patient¿s infusion. No harm or patient effects were reported as a result of the event, and devices were tested in biomed after the event and units were found to be operating within specification.

Manufacturer narrative:
The customer¿s report of a chemo overinfusion was not identified. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The only observed anomalies were dull iui connectors. There were no anomalies observed with the returned primary set. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to run a basic infusion at 400ml/hr at 4:11 am on (B)(6) 2016. The infusion runs until 7:02 am, when the device was channeled off. The volume recorded as being infused during this period was 81.763ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing was performed and found the device to be delivering fluid within specification. There was no leaking observed with the primary set. The root cause of the customer¿s report of a chemo overinfusion was not identified.